Manufacturer narrative:
Findings: during the beginning of the displacement test, unit seated without reservoir installed and alarmed unexpected no delivery due to faulty force sensor (gold). Unable to perform displacement test due to excessive no delivery alarms. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during bolus, even with replacement catheter. Customer's blood glucose was unknown mg/dl